Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a spinal fusion at l4/5. It was noticed that the screw backed out at left side of l4 approximately two weeks post op. The revision surgery was preformed 4 weeks post op to replace the screw. The pt was reportedly doing well after the revision surgery.